Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke below the drip chamber and leaked out ivf (ns) solution during use. The following information was provided by the initial reporter: "customer reported that immediately after rn replaced the ivf, patient noticed moderate amount of ivf (ns) was leaking out of the broken tubing right below the chamber. Patient was not negative impacted by the incident and rn has wiped off the wasted liquid on the floor to ensure patient safety."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jul-2023. H6: investigation summary: a complaint of tubing breaking below drip chamber was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint of component damage was not confirmed, however separation was observed. The drip chamber had separated from the rest of the set. No damage was observed on the drip chamber. No solvent was noted at the connection site. A device history record review for model 2426-0007 lot number 23059028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and a review of the manufacturing process was completed. After investigation, the potential root cause of separation between tubing and drip chamber could be related to the solvent application due to issues with the medical solvent dispenser. A quality alert was created and communicated to reinforce with production personnel to ensure that they continually check the presence of solvent in the tubing when the medical solvent dispenser is used and communicate any anomalies found during the production process. A work order has also been created to review and fix the medical solvent dispenser.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke below the drip chamber and leaked out ivf (ns) solution during use. The following information was provided by the initial reporter: "customer reported that immediately after rn replaced the ivf, patient noticed moderate amount of ivf (ns) was leaking out of the broken tubing right below the chamber. Patient was not negative impacted by the incident and rn has wiped off the wasted liquid on the floor to ensure patient safety."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.